Event description:
During mantis surgery, the surgeon inserted k-wire in the pedicle and the surgeon inserted the screw (inserted in l2 approximately l5 of left). Afterwards, the surgeon inserted k-wire in the l5 of right. When the surgeon tried to insert screw, screw was stuck. Because the surgeon was not able to insert screw, he removed screw and k-wire. And the surgeon used the screw tap. Because k-wire was stuck to removed screw, the surgeon used brand-new screw. When the surgeon checked x-ray image after inserting screw, the tip of broken k-wire (about 1 cm) was seen in body of vertebra. The surgeon was not able to remove the tip of broken k-wire, and the surgery was completed.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval. Another identical xia precision k wire blunt with the same catalog #48230231 and a batch #066239 also malfunctioned in a similar manner. If product becomes available and the results of the engineering analysis reveal any product issue, a separate report will be file at that time for this other xia precision k wire blunt.